Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) checked system and confirmed that the system would not boot. Rse guided the customer to remove the cabinet covers from the m and b cabinets. The cause of the flex vision pc failure could not be conclusively determined by the supplier's part analysis. During onsite troubleshooting field service engineer replaced flex vision pc. After replacement of the flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot. It stuck at 0:00. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision pc and returned the system to use in good working order.